Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument arced during coagulation. A back up instrument of a different kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the instrument and cannula were inspected prior to use. The pin gauge was not used on the cannula. Arcing occurred around the wrist of the instrument when bipolar energy was activated. The instrument was connected properly to the erbe generator. The setting on the generator was coag 8 and the instrument was in use for 2 hours when the arcing event occurred. The instrument tips were touching the tissue when the issue happened. The surgeon believes the issue was caused by damage to the insulation. The patient has not returned to the hospital due to this issue and there is no photographic image or video recording available for isi. It is unknown what other instrument was used when the arcing event occurred, if tips collided with any other instrument during the procedure, if the tips touched any staples, clips, or sutures while being energized or if the jaws of the instrument were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.